Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that approximately 3 minutes after the initiation of a patient¿s hemodialysis (hd) treatment, there were a few drops of blood that leaked from a hole in fresenius bloodline. This was observed during general check by a nurse who had walked by and saw the blood drops on the floor next to the fresenius hd machine. There was no machine alarm and no reported machine malfunction. The holed was in the bloodline segment between the blood pump and the heparin line. The treatment was stopped and the patient was set-up with new supplies on the same machine. No patient adverse effects or injuries were experienced and no medical intervention was required. The patient was able to complete treatment on the hd machine without any further interruptions or complications. The bloodline device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: although it was initially stated by the customer that the bloodline sample was available to be returned to the manufacturer for evaluation, no sample has been received to date and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines (catalog 03-2722-9) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.